Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this right ventricular lead was capped 74 months after the implantation due to impedance increase > 2500 ohms and a rise of the threshold up to 5.8v@0,4ms. A new lead was implanted on (B)(6)-2015. No adverse patient side effects were reported.